Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarm. Customer was able to clear the alarm and rewind the pump. Insulin pump passed the displacement test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Unit p-cap / reservoir locked properly in place. Unit received with cracked keypad overlay, cracked case (battery tube), and cracked case-corner of belt clip rails. Unit passed the displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected pump error 130 noted. Motor was tested outside device and passed. However, pump error 63 alarm confirmed in the pump history (variable info = 15) due to a software error. In addition, pump error 53 found in the pump history (line number=5632 and file number=2005) due to a software error.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in this report. S/w version: 4.11e. Unit p-cap / reservoir locked properly in place. Unit received with cracked keypad overlay, cracked case (battery tube), and cracked case-corner of belt clip rails. Unit passed the displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected pump error 130 noted. Motor was tested outside device and passed. However, pump error 63 alarm confirmed in the pump history (variable= 21) and pump error 53 found in the pump history (linenumber=5632 and filenumber=2005) due to rf chip error. Problem isolated to the electronic stack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations by these terms. This statement should be included with any information or report disclosed to the public under the freedom.